Manufacturer narrative:
The investigation is ongoing. This report will be supplemented when additional information becomes available.

Event description:
The customer reported to olympus there was no image displayed when using the subject device during preparation for use for an unspecified procedure. There was no sedation involved. There were no reports of patient harm associated with this event.

Event description:
The customer reported to olympus there was no image displayed when using the subject device during preparation for use for an unspecified procedure. There was no sedation involved. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. The device was returned to olympus for evaluation and the customer's allegation was confirmed due to disconnection in cable unit. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.